Event description:
It was reported that port was implanted in 2006 in right chest wall and catheter in right subclavian vein. Md confirmed catheter was locked using prescribed method, not using forceps to handle catheter at any time during connection. Patient underwent chemotherapy for a duration of eight months. When returning for additional chemotherapy treatments in 2007, staff could not aspirate port. Port condition was investigated in or & catheter was found sheared at metal nipple of port, with a small piece of catheter still remaining on the end. Port body was surgically removed & patient had to be sent to cath lab to retrieve catheter, as it had migrated into heart. Md stated he will not use an arrow port again until he receives an investigative report on this occurrence.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.